Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were multiple episodes of noise noted on the right atrial (ra) lead. The noise could not be reproduced with lead provocative testing. No intervention has been performed and the patient was stable with no consequences.